Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection verified the printer serial cable had exposed wires. Unit was powered on multiple times without any issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the hospital electronic system having a functionally damaged gsm antenna. Also, the unit¿s printer test step failure in initial diagnostic test concluded to be a damaged i2 external printer serial cable assembly with exposed wires. The hospital electronic system was replaced.